Event description:
Customer reports receiving an e5 error message on the meter display while using the compact plus system. Customer reports having symptoms of thirst, cotton mouth, frequent urination and feeling weak. Customer reports, he went to the ER and was treated for high blood glucose with IV insulin. Customer reports he was unable to test due to unavailability of device. A request was made for return of the suspect product and a replacement was sent.